Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported having to rotate toric intraocular lens (iol) to the correct axis per system. The healthcare professional checked with the slit lamp post operatively and the iol was nine degrees in the opposite direction. The patient was taken back to the operating room and tried to reregister with the system which indicated in fact the lens was in the correct position when it was not. The iol was still sitting in the opposite direction which is what the guide had originally used. Iol was re-rotated post operatively. Additional information was received. The surgeon did a bit of problem solving which partially resolved the issue. The surgeon had to guesstimate the axis of the toric iol. Post-operatively, the axis was sitting about four-five degrees instead of nine degrees. This was much better than being nine degrees off in the other direction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The orientation was essentially corrected after the original alignment.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause is unable to be verified. The manufacturer internal reference number is: (B)(4).